Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this bioprosthetic valve, implanted for approximately seven (7) years, was explanted due to stenosis and regurgitation as a result of calcification. The explanted device was replaced with a model 3300tfx 27 mm. At explant the device was described as "totally calcified and degenerated." Per medical reports, the procedure involved redo median sternotomy, release of adhesions, hypothermic cardiopulmonary bypass, bilateral pulmonary artery osteotomy, pulmonary valve replacement with a 27-mm pericardial valve, main pulmonary artery and right ventricular outflow patch plasty with gore-tex patch. Patient tolerated the procedure well and was discharged to home on pod-4 in stable condition.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: the device is not available for return and evaluation because the device was discarded by the hospital. The device was described as totally calcified at explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the young age of this male patient is the primary contributing factor toward calcification and failure of this device.